Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 patient was admitted with lumbosacral neuritis, l3-4 stenosis secondary to hnp as well as facet and ligamentous hypertrophy, and lumbar radiculopathy. Patient underwent l3-4 plif with pioneer peek cages, legacy screw instrumentation, rhbmp-2/acs, and iliac crest bone graft. There were no noted complications. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
The patient reports that the product was &#50510;merchantable. It was unfit for ordinary purposes." No additional information has been provided.